Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issues. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified while based on the analysis, the alleged cart: installation/removal issue could not be verified. The information will be used for tracking and trending purposes.